Manufacturer narrative:
A total bilirubin test result of 10.1 was obtained from a dimension vista instrument. The test result exceeded the normal range for the age of the patient and had an "e511 above reference range" flag. The test result was transferred to the centralink data management system (centralink) where it was not flagged as an abnormal, high result. An investigation by siemens found the centralink was not properly configured by the user to flag based on the patient's demographics and test result. The cause of the unflagged total bilirubin test result in the centralink was a use error of not configuring the centralink result flagging criteria correctly for the patient demographics. The instrument is performing according to specifications. No further investigation of this instrument is necessary.

Event description:
A high total bilirubin test result from a newborn patient was not flagged as high, or above reference range, by the centralink data management system (centralink). The initial test result was obtained from a dimension vista instrument, flagged as a high test result and transferred to centralink. It is unknown if the test result is discordant. It is unknown what test result was provided to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the centralink unflagged total bilirubin test result.